Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). One complaint was received during this report period. It was determined to be misapplication. The device is labeled for single use and was not reprocessed or reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with a damaged trocar. Patient information was not confirmed.